Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device had moving parts that did not move smoothly-trigger, identified during service and repair, was confirmed. The assignable root cause was determined to be traced to maintenance. UDI: (B)(4).

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the battery reamer drill device had a worn motor, would not run due to electrical control unit damage, had moving parts that did not move smoothly-trigger and had contact damage. It was further determined that the device failed pretest for general condition, check for sticky trigger, check function of device and check power with power test bench. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the device could not be used because it was powerless and did not have enough energy to cut through the bone. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.